Event description:
It was reported that t:slim x2 pump battery would not charge, which led to pump shutdown and inability to turn pump back on, and caller noted power source alert and shutdown alarm prior to the event. There was no adverse impact to the customer's blood glucose level. Customer used original charging supplies, confirmed power outlet was working, and reported pump began charging after remaining connected for at least 30 minutes, and technical support advised that insulin on board and maximum hourly dose were reset to zero and that continuous glucose monitoring sessions must be manually restarted after shutdown, with instruction to monitor and call back if issue persisted, which caller understood and acknowledged.